Event description:
During a follow up, intermittent loss of capture was observed. It was also reported that there were high thresholds and loss of capture on the lead. Due to the length of time the lead had been implanted, lead repositioned or removal was not possible, therefore a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.